Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, brown particles on the surface of the shell, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "chest pain", ¿tightness in both sides¿, "numbness" and "itching." Patient additionally reported "brain fog" which is not device related. Healthcare professional reported "fluid" and exchange from textured to smooth due to patient concern with the product." Healthcare professional additionally reported "easy bruising" and "headaches" which are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "chest pain", ¿tightness in both sides¿, "numbness" and "itching". Patient additionally reported "brain fog" which is not device related. Healthcare professional reported "fluid" and exchange from textured to smooth due to patient concern with the product." Healthcare professional additionally reported "easy bruising" and "headaches" which are not device related. Device has been explanted.